Manufacturer narrative:
The ge service representative conducted an over the phone evaluation. The customer replaced the interconnect cable. The system was reported as operating as intended.

Event description:
The customer reported that the system would lock up. No patient injury was reported.